Event description:
It was reported the ventricular lead was removed and replaced due to intermittent capture and varying impedances. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was fractured. It was noted that the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the hleix mechanism, and the lead was stretched.